Event description:
It was reported that at follow-up, high threshold and poor sensing was observed. An x-ray did not show any anomaly; however, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.